Manufacturer narrative:
Device evaluated by manufacturer: device was returned and evaluated. Customer complaint of aortic insufficiency could not be confirmed through visual observations. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. Wireform was found exposed on outflow aspect of sewing ring at leaflet 3.

Manufacturer narrative:
The device underwent additional functional testing and it was found that the total regurgitant fraction (trf) for the unsealed valve was 9.8% compared to the maximum allowable 10%. However when the valve was sealed, the trf decreased to 1.3% with no central leakage path evident. Per the engineering evaluation, the the root cause of the ¿4 meters velocity and ai¿ in this case appears to be patient prosthesis mismatch from incorrect sizing. A larger valve was implanted in replacement without any reported problems.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The device has not been returned for evaluation; therefore, a device related root cause could not be confirmed. The most likely root cause of this event was the patient¿s anatomical size, combined with the selection of the smaller valve for initial valve implantation. No corrective action is applicable or required for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this pericardial aortic valve was explanted after approximately 13 days due to "4 meters velocity and ai. Indicative of patient prosthetic mismatch." The explanted device was replaced with another edwards pericardial aortic valve (same model), one size larger. No other details available.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.